Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during inflation below reaching the nominal pressure, the balloon ruptured. There were no patient complications reported.